Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during placement in the cannulation zone of an a/v graft, the endovascular stent graft could not be deployed. The delivery system was retracted without difficulties. Another stent graft was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported deployment failure. The stent graft was found to be partially released and the outer sheath was found elongated indicating the presence of increased released force during the attempt to deploy the stent graft. Furthermore, the outer sheath was found to be perforated by a stent graft strut making stent graft deployment impossible. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This kind of event may be associated with difficult anatomic conditions or a challenging placement site leading to increased friction and subsequent damage to the outer sheath. As reported, no introducer sheath was used in this case which is considered a contributing factor to a damage of the delivery system tip and subsequent perforation. Insufficient flushing of the device also may contribute to increased friction and subsequent device damage. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU indicates that the device must be flushed with sterile saline and that the use of an appropriately sized introducer sheath is recommended. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen... ." And "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Also the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." The reported application represents an off-label use of the device. The fluency plus endovascular stent graft is indicated for use in the treatment of in-stent restenosis in the venous outflow of hemodialysis patients dialyzing by either an arteriovenous (av) fistula or av graft. The IFU states: "the effects of direct cannulation on the stent graft have not been evaluated in a clinical study. Notify the patient that the stent graft should not be cannulated and applying pressure to the implant area should be avoided."